Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture management had been programmed off until (B)(6) 2017 when threshold test measurements were aborted due to a possible high threshold. Medical device: 5076 lead.

Event description:
It was reported that the right ventricular lead had unstable and high impedance, oversensing due to noise and a possible fracture. The lead was capped and replaced. Interrogation of the device showed insufficient bi-ventricular stimulation while there is intrinsic rhythm. There was a very slow intrinsic rhythm and exit block possibly due to left ventricular lead having unstable thresholds in some configurations. The patient was also experiencing strong phrenic nerve stimulation in one of the vectors. The lead remains in use. No further patient complications have been reported as a result of this event.